Event description:
On hold mr 01/09/2023. This complaint was received from netherlands. Patient underwent a procedure for the placement of naso jejunal (nj) tube, procedure date was not provided. It was reported that patient developed pneumonia; date of diagnosis was not comfirmed and passed away on (B)(6) 2023. Additional information was provided that patient started duodopa therapy on (B)(6) 2020. Upon further queries it was not clarified why nj placement was done. Peg-j implantation dates were also not provided. Further information regarding the tubing manufacturer was also not available. No allegations were made regarding tubing contributing to the patient's death. It is unknown if an autopsy was performed. Therefore, with very limited information , abbvie has still decided to conservatively report this event of death.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and discarded; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Aspiration pneumonia is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.